Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 380 mg/dl. It was stated that the customer was vomiting, had back/chest pain, and then he was taken to the hospital. The customer's wife stated that the customer had surgery twelve days before the event, and currently he has an infection, which may have come from the surgery. Troubleshooting was performed. The programming on the insulin pump was accurate. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.